Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was missing. The cause of the inability to complete testing is the missing cable. The root cause of the missing cable is physical abuse. No adverse event resulted from the damaged cable and wires.